Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "I recently had a catastrophic failure of a gamma nail that resulted in intra-pelvic migration of the lag screw".

Manufacturer narrative:
The device has not been returned. The reported event could be confirmed based on x-ray images received. The reported lag screw migration could be confirmed, three weeks after implantation. It must be noted that an improper fixation of the set screw or its absence is the only explanation to the migration observed. As a reminder, the operative technique clearly states: "the set screw must be used. Insufficient set screw placement could lead to loss of lag screw fixation and postoperative complications. Do not unscrew the set screw more than 1/4 of a turn. Insufficient contact between. Lag screw and set screw could lead to loss of fixation and post-operative complications". The event has been communicated to a clinical expert, who confirmed that the migration could only have been caused by a deviation from the surgical technique and an improper positioning of the set screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "I recently had a catastrophic failure of a gamma nail that resulted in intra-pelvic migration of the lag screw".